Event description:
Boston scientific received information that this device declared elective replacement time (ert) during the most recent follow up. It was noted that at the patients last follow up on july the device showed 2.5 years of battery remaining. An allegation of premature battery depletion was made. A review by technical services noted that a save to disk or a memory download would be needed to determine the root cause of this issue. In addition explant and sending the device for analysis would also help to determine the root cause of this case. The field representative needed to provide an answer to the physician before the replacement would take place, and suggested that autocapture might have entered retry mode and give 5v output since mid october. The patient condition is 97% ventricular paced and automatic threshold test was successful before middle of october, but thresholds tests fail for a month. The field representative wanted to determine the cause for this as it related to early batter depletion. Technical services discussed possible causes of the device to enter retry mode, but noted that a save to disk would be needed to determine a definite root case. At this time the device remains implanted, but a replacement procedure is planned. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). This report will be updated upon completion of analysis.

Event description:
Additional information was received that this device had been explanted and returned to boston scientific for laboratory analysis. No additional adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
Upon additional information, this investigation will be updated.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared ert earlier than previously estimated.